Event description:
It was reported that device (ipg) had infection. Patient scheduled for surgical pocket irrigation. All available information indicates that the patient had infection and has undergone surgical pocket irrigation procedure. No further information was provided. The lead remains in service. This is similar to events MDR 2183787-2020-00067.